Event description:
It was reported that the ventilator alarmed and the nurse call light went off. The therapist answered the call light and found the ventilator was off and alarming. The pt was ambued. No distress noted at that time as per the therapist reported no decreased spo2. The pt was placed on another ventilator.

Manufacturer narrative:
Na